Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an x-ray sponge. The customer reports that gauze started fraying and falling apart, leaving strands of gauze in the wound bed. The surgeon picked out the strands from the wound bed.